Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The field service engineer (fse) cycled the device on normally. The fse was unable to duplicate the customer event. The fse performed the operational verification of the device and it passed all tests, working to service specifications. No hardware return is anticipated therefore no further investigation is needed.

Event description:
The customer reported an intermittent distorted and blank touchscreen on this avea ventilator. The customer reported no patient involvement was associated with this event.